Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the reportable finding of foreign objects attached to the forceps elevator. Additional evaluation findings are as follows: due to a pinhole on the bending section cover (a-rubber); water tightness is lost, due to wear of the angle wire; bending angle in the up direction does not meet the standard value, due to wear of the angle wire; the play of the upward/downward knob is out of the standard value, adhesive on the a-rubber is detached, has a chip, and crack, scope cover plate has peeling, switch 2 has a scratch, universal cord has a wrinkle, paint on the air/water cylinder is peeled, objective lens has a scratch, the connecting tube has a scratch and dent, and the acoustic lens has a scratch (damage level; does not reach to the glue-layer). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, the ultrasound gastrovideoscope has foreign material exiting from the channel. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: b3 (date of event) and d10 (concomitant medical product). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation from the instructions for use (IFU) were identified. The event can be prevented by following the instructions for use which state: chapter 6: application and condition of cleaning, disinfection, and sterilization chapter 7: cleaning, disinfection, and sterilization procedure. Olympus will continue to monitor field performance for this device.